Event description:
It was reported that on (B)(6) 2012, after implantation of 2 xience nano stents in the mid left anterior descending artery (mlad), per angiography, some light staining could be seen at the proximal end of the most proximal stent (lot 1072141). At the time, it was felt to be a minor dissection and no intervention was performed. Effient was started and the patient was, reportedly, compliant with the medication. On (B)(6) 2012, the patient presented emergently to the emergency room with unstable angina. Per electrocardiogram, a non st segment elevation myocardial infarction was diagnosed. The patient was taken to the cath lab where thrombus was seen from the proximal edge of the proximal stent, into the distal vessel, fully occluding the vessel. Balloon angioplasty was performed and a 2.25x08mm xience nano stent was implanted proximal to the proximal stent and overlapping, resolving the event. There was no additional sequela reported and no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, angina, myocardial infarction, and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional xience nano stent, referenced is being filed under a separate manufacturing report number.